Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Femur was opened and packaging was damaged. Per rep, the implant was not opened or used in the procedure. The rep was the first person to make the discovery of the packaging issue. No surgical delay was caused.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. A unit carton was returned with its shrink wrap. Indentation lines visible on the top of the unit carton at the front. One side flange/lip of the outer blister was broken. The broken flange/lip remained attached to the tyvek lid. There is evidence of a crack on the blister. There is evidence of a good seal on the outer blister. The inner blister was returned with its tyvek lid intact. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal on all four side flanges. The returned device was unremarkable. Medical records received and evaluation: not performed as the event is related to a packaging issue and there was no patient involvement. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation for this event is required at this time.

Event description:
Femur was opened and packaging was damaged. Per rep, the implant was not opened or used in the procedure. The rep was the first person to make the discovery of the packaging issue. No surgical delay was caused.